Event description:
Information received from the field notes that the patient experienced pectoral stimulation after a whole body MRI. The stimu lation stopped when the pulse generator was programmed to vvir.